Event description:
It was initially reported that the device was showing a low charge-pak icon and had logged two event codes. After evaluation by physio-control, it was observed that the device shows all three icons (service, attention, and charge-pak) and does not have sufficient power to power on and deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an integrated circuit chip, designator u4 from the digital pcb assembly. The integrated circuit chip u4 had 63ua leakage, which depleted the internal hlc batteries. The customer has received a replacement device.